Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not having sufficient magnetic attraction with the d coil using #4 magnet even after 7 1/2 weeks post surgery. The sound was very intermittent and the coil falls off constantly. As per the surgeon, the internal device shifted anteriorly since the surgery. The area where the d-coil now sits is just above nearly touching the pinna and will not sit flush against the skull, seems to easily rock back and forth. On (B)(6) 2015, the patient underwent revision surgery to re-position the internal device. However during the re-positioning, the electrode was inadvertently pulled out of the cochlea but was re-inserted successfully. The skin flap will be thinned with steroids if the new coil is not strong enough, .

Manufacturer narrative:
(B)(4). Additional information: based on the received information, insufficient external coil retention and a shifted implant housing were post-operatively observed. A surgical intervention was conducted to reposition the implant housing. During this procedure, the active electrode was inadvertently pulled out and intraoperatively re-inserted. This surgery successfully addressed the observed symptoms. No further intervention is considered.

Event description:
The patient was not having sufficient magnetic attraction with the d coil using #4 magnet even after 7 1/2 weeks post-surgery. The sound was very intermittent and the coil falls off constantly. As per the surgeon, the internal device shifted anteriorly since the surgery. The area where the d-coil now sits is just above nearly touching the pinna and will not sit flush against the skull, seems to easily rock back and forth. On (B)(6) 2015, the patient underwent revision surgery to re-position the internal device. However during the re-positioning, the electrode was inadvertently pulled out of the cochlea but was re-inserted successfully. The skin flap will be thinned with steroids if the new coil is not strong enough. As per latest information received, the use of steroids was not required. Following repositioning surgery, the retention of the processor was improved. The patient is now wearing the device without issue. No further interventions were required.